Event description:
Per the clinic, the patient experienced skin flap issues and an infection (specific date not reported). Subsequently, the patient was hospitalized on (B)(6) 2021 and treated with oral antibiotics (specific duration not reported).